Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -2.00/+0.50/153 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was implanted upside down and the patient had blurry vision. On (B)(6) 2023 the lens was explanted and repositioned and implanted the correct way. The cause of the event was reported as user error and device causality is unknown.

Manufacturer narrative:
Additional data: h6- health effect - clinical code: "1766" should be added. B5: the reporter indicated that the surgeon noted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -2.00/0.5/153 (sphere/cylinder/axis) was implanted upside down into the patient's left eye (os) on (B)(6) 2023. The patient experienced a cortical lens opacity and blurred vision. On (B)(6) 2023, was explanted and repositioned the correct way. The problem was not resolved, "refractive lens exchange/cataract surgery is required as patient is +6 and has a lens opacity" and " I will inform you of the rle surgery date and outcome". Status of the eye: "very blurry refraction". The cause of the event is user error. Cause details: "lens twisted on implantation. Air bubble confused positioning hole." Claim#: (B)(4).